Event description:
Device issue: none. Adverse event: in-stent thrombosis. Time of adverse event: approximately 18 months after implantation. It was reported that approximately 18 months after rx vision implantation in the distal right coronary artery, the patient presented with chest pain and was taken to the catheter lab. An angiogram revealed in-stent thrombosis that was treated with an rx voyager balloon. The patient was negative for a myocardial infarction. There was no adverse sequela reported. Although requested, there was no additional information provided.

Manufacturer narrative:
(B)(4). (B)(4). Thrombosis is a known adverse event associated with coronary stenting procedures and is listed in the product instructions for use (IFU). Although a conclusive cause for the reported patient effects and the relationship to the device, if any, cannot be determined, there is no indication of a product quality deficiency with respect to manufacture, design, or labeling.